Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reports 1032347-2009-00064 and 00065 are from the same procedure; two different size screws were involved.

Event description:
It was reported duirng a multiple mandible fracture case, when the doctor went to plate the symphasis fracture, one 2.0x16mm locking screw head broke off. While trying to fixate the bone again, another 2.0x16mm locking screw broke off. The screw reached a dead point, it would not purchase. The doctor tried to back it out, and that is when the head popped off. The doctor tried using a 2.0x14mm locking screw, the head broke off. The tips of the screw remain in the patient.